Event description:
Our hospital switched to the medtronic duet external drainage and monitoring system approximately eight to ten months ago. Since that time, we have experienced multiple episodes of the luer connection that connects the drainage bag to the rest of the system becoming brittle and breaking. This was reported to the manufacturer, who recommended that we stop using betadine to clean the connection, as that was thought to be causing the plastic to become brittle. We changed our practice to cleaning with alcohol, but continue to experience brittleness and breakage.====================== manufacturer response for external drainage and monitoring system, duet (per site reporter).====================== the manufacturer recommending discontinuing the use of betadine.